Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine device changeout, the atrial lead was found to have previous insulation damage, but at the time was determined to be functioning sufficiently. The lead remained in use. No patient complications have been reported as a result of this event.